Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Currently the device remains in service, and our technical services department is waiting for the field to provide 'save to disk' data to determine the battery longevity. No adverse patient effects were reported. The device was later explanted and returned for analysis.

Manufacturer narrative:
Following completion of analysis, this event will be updated.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Currently the device remains in service, and our technical services department is waiting for the field to provide 'save to disk' data to determine the battery longevity. No adverse patient effects were reported. The device was later explanted and returned for analysis.